Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020, it was reported that home monitoring alerts for impedances over 3000 ohms were received multiple times over the previous two months. Iegm indicated possible loss of capture with fixed output. Lead was left actively implanted until patient underwent explant on (B)(6) 2020. At the time of explant, possible lead fracture by clavicle was noted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is still currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.